Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received unknown baclofen 2000 mcg /ml; 951 mcg/day in an implantable pump for intractable spasticity and cerebral palsy. The patient medical history and concomitant medications were unable to be obtained. The patient had a trach tube and the patient may have a respiratory infection. The patient was admitted to the hospital with possible increased spasticity. There were no known environmental/external/patient factors that may have led or contributed to the issue. There were no known diagnostics/troubleshooting performed. The manufacturer representative was asked to interrogate the pump and provide a report for the managing health care provider (hcp) and the on call neurosurgeon. Upon interrogation, the pump contained 25.5 ml and logs did not show any problems. The issue was considered ongoing. No further actions/interventions were reported. The pump remains in service. The patient status was indicated to be alive with no injury.